Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that the tip of the screwdriver snapped off inside the screw while trying to tighten. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visually confirmed approximately ~4 mm of the instrument¿s tip has been broken off, consistent with interface during usage. Material hardness also confirmed to be conforming. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
Updated information: updated information reported that the tip of the driver remains in the set screw inside the patient. Patient status is listed as fine. (B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information reported that the tip of the driver remains in the set screw inside the patient. Patient status is listed as fine.